Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the nurse was applying hemospray during the procedure. The hemospray was activated by turning the red knob, she applied all the correct applications advancing the catheter through the scope and attaching the catheter to the handle. When she went to deploy [spray] the hemospray, the device to not respond and no powder was deployed [sprayed] through the catheter. The next step was to withdraw the catheter and advance second catheter down the scope, but same no response from the handle. At this time, the physician removed the device and advanced a clip down the scope to achieve hemostasis. Once the device was out of the patient and the procedure was finished, she tried to deploy the hemospray in the garbage can but still no powder deployed. She then de-activated the handle but did not hear/feel the pressurized co2 [carbon dioxide] cartridge expel co2. An unintended section of the device did not remain inside the patient¿s body. The procedure was concluded by using a hemostatic clip to achieve hemostasis. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.